Event description:
The customer reported that she was hospitalized due to blood glucose levels greater than 600 mg/dl. The customer stated that she was treated with an insulin injection and an IV drip. Assisted the customer with the rewind and prime process. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.